Event description:
Implant didn't achieve osseointegration, thread tap used, periodontal disease, pain, swelling, abscess, inflammation. Persistent pain, sudden abscess, pus, probing buccal 12mm, loose, dull knocking sound, explantation.